Manufacturer narrative:
Concomitant medical products: esbf2314c103ej, sn (B)(4), expiration date: 2018-11-02, UDI # (B)(4); etlw1624c124ej, sn (B)(4), expiration date: 2018-12-13, UDI # (B)(4); etlw1610c156ej, sn (B)(4), expiration date: 2018-11-17, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A reliant balloon was used during the procedure. It was reported that the implant of the stent graft was completed without any issues. However, upon closure of the wound site, the patient¿s blood pressure rapidly declined. Bosmin was administered and the blood pressure returned to normal for a period but then declined again. A dissection or rupture was suspected but an angiogram did not identify either a dissection or rupture. The patient¿s blood pressure remained unstable. The physician decided to implant 16x10x156 limb to extend into the external iliac artery, however the issue persisted. The abdomen was opened and the 16x28x124 in the left common iliac artery was exposed and glue was applied. The procedure was completed and the event was resolved. The physician stated that the cause of the event could not be determined; however, it was thought that ballooning had caused a rupture in the left common iliac artery. It was noted that there was ballooning performed outside of the stent graft during the procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.